Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms while connected to charged 14v batteries was confirmed via the submitted log file. The reported event of one of the 14 batteries having an eroded terminal was not confirmed as no product was returned for evaluation and no photos were submitted for review. The submitted controller event log file contained data 7 days (B)(6) 2023 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with power source exchanges on (B)(6) 2023 from 15:31:14 to 15:32:53 due to the relative state of charge (rsoc) voltage on the white power cable dropping and on (B)(6) 2023 from 10:13:26 to 16:18:26 due to the rsoc voltage on the black power cable dropping. The atypical alarms occurred while connected to charged 14v batteries. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit throughout the log file. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed that the battery passed all inspection tests. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3 - manufacturer information: updated. Section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3 and a4: patient gender and weight were requested but were not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced power cable disconnect alarms while on 2 fully charged batteries. Initially the nurse changed the patient to their backup battery clips, but the alarms reoccurred. The batteries were inspected, and it was found that one of the batteries had an eroded terminal. The battery was replaced, and the alarms were unable to be reproduced. Log files were submitted for review and captured numerous and random power cable disconnect events while using battery power mainly on (B)(6) 2023. It appeared that there was an intermittent connection between the battery clip contact and the 14v battery contact.